Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that this device, which was included in the shortened replacement window advisory april 2007 population product advisory that was initially communicated on 4/5/2007, was explanted due to normal battery depletion. To date, no adverse patient effects were reported with this clinical observation. The device was returned to allow for reliability analysis.